Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, after deploying the clip, the starclose se device was removed and hemostasis was not achieved. The splitting of the sheath did not work until the end and the clip remained at the distal end of the device. There was no resistance with the thumb advancer. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported sheath split issue and clip remaining at end of sheath after deployment were confirmed. The investigation was unable to determine a conclusive cause for the reported thumb advancer/sheath split issue; however, the clip remaining at end of sheath after deployment and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.